Event description:
After 3 1/2 years of cochlear implant use, this pt's device stopped functioning in 2005. All external equipment was found to be in working order. Using the appropriate diagnostic equipment, it was determined that the internal device was not functioning according to MFR's specifications. Explantation and reimplantation surgery is recommended.